Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. The reporter stated the patient experienced a critical pod malfunction that resulted in an emergency room (ER) visit on (B)(6) 2026. While traveling to university by bus, their blood glucose spiked and stated that the pod failed to deliver insulin approximately 14 hours after application. The patient noticed a smell of insulin during wear. The patient developed severe ketones, experienced continuous vomiting, and required ER treatment including intravenous fluids, anti-nausea medication, and manual long-acting insulin administration via a pen. The patient was diagnosed with ketones in their blood. The patient was released that same day.